Event description:
Customer reported via phone call that they received a blank display. The blood glucose reading is 340 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to a battery tube connector not properly plugged in to the interface board. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.